Manufacturer narrative:
Concomitant medical products: dtba1qq crtd. Implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead pacing impedance was out of range when the lv4 electrode was being tested. The lead was programmed to lv1-lv2 already and that impedance had been trending normally; no reprogramming was necessary. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later clarified that the pacing impedance was out of range high. Because lv4 was not being used, no action was required and the lead remains in use.